Manufacturer narrative:
The event is currently under investigation.

Event description:
It was report that during an angioplasty the radiologist inflated the balloon to 5 atm and the balloon burst, possibly circumferentially (MDR # 1820334-2016-00838). When the radiologist tried to remove the balloon catheter it seemed stuck and then a piece broke off the end, remaining inside the patient. A larger sheath and snare were used to capture the piece of balloon that was in the patient anatomy (MDR # 1820334-2016-00820). A section of the device did not remain inside the patient's body. The alleged incident reportedly prolonged the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
MDR # 1820334-2016-00820 was determined to be a duplicate of MDR # 1820334-2016-00838.

Event description:
It was report that during an angioplasty the radiologist inflated the balloon to 5 atm and the balloon burst, possibly circumferentially ( MDR # 1820334-2016-00838). When the radiologist tried to remove the balloon catheter it seemed stuck and then a piece broke off the end, remaining inside the patient. A larger sheath and snare were used to capture the piece of balloon that was in the patient anatomy (MDR # 1820334-2016-00820). A section of the device did not remain inside the patient¿s body. The alleged incident reportedly prolonged the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.